Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that during a cranioplasty procedure, a significant implant fit concern was identified involving the peek implant.